Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red. The irritation was on the patients left side of his chest, under the breast line. There was no alleged device malfunction contributing to the irritation. The patient was prescribed clotrimazole cream by a medical professional. Follow up indicated the irritation improved.